Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.

Event description:
It was reported that patient experienced transient bacteremia with enterobacter faecalis. She's now afebrile and doing much better. She is being discharged and will receive two weeks of IV abx at home. On (B)(6) 2021, received additional information indicating that the patient had no fever in 48 hrs. Repeat image did not show any abscess. Planning PICC and discharge the following date. Additional information subsequent to discharge: the patient had persistent abdominal pain and underwent laparoscopic myomectomy without further sequelae.